Manufacturer narrative:
Upon reception, the device was tested, and the reported issue cannot be reproduced. - further analysis of the exported data dated 21 february 2024 didn¿t revealed any evidence of the event in the logs files. Therefore the root cause of the issue could not be determined with certainty, it may be related to windows - the subject smarttouch tablet followed the normal repair workflow - this case is recorded for trend purpose. Please refer to the attached report.

Event description:
Reportedly, it was only possible to zoom in and out of the manager screen, but it was impossible to press the menu or the interrogation button. Removing the battery restored normal functioning, but the programmer was replaced by a new one.

Event description:
Reportedly, it was only possible to zoom in and out of the manager screen, but it was impossible to press the menu or the interrogation button. Removing the battery restored normal functioning, but the programmer was replaced by a new one.